Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings:a review of the black box showed that the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use was observed in the black box or download history. The pump passed delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the patient was experiencing high bg levels. No specific numbers were given and no symptoms were reported, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.